Manufacturer narrative:
H10: we have now completed our investigation into the reported complaint. A review of the batch manufacturing records could not be performed as no lot or part numbers were provided, however, there are no indications to suggest that the device did not meet specifications upon release into distribution. A complaint history review was carried out across all pico 7 products. There have been further complaints reported with this failure mode in the past three years. As no product could be returned, a thorough evaluation of the device could not be carried out and we have, therefore, not been able to confirm a relationship between the event and the device. The device was used for treatment. It was reported that all indicator lights were solidly illuminated. This means that the device entered a non-recoverable error state. There are various reasons that the device may enter an error state, such as out of range negative pressure, out of range power supply and an error retrieving data. If the pump does enter an error state, it must be replaced. This is a patient safety feature. Prior to distribution, all pico pumps undergo full functionality testing to an agreed specification. This ensures that all pumps are working correctly before being shipped to our customers; any failures identified are segregated for investigation. We have been unable to identify a root cause on this occasion. No further actions by smith and nephew are deemed necessary at this stage. However, we will continue to monitor for any adverse trends relating to this product range. Smith and nephew acknowledge customer concern and are continually investigating ways to develop and improve our products.

Event description:
It was reported that on the fourth day of treatment when the patient woke up, the device had all the lights solidly illuminated and nothing happened when she pushed the power button because all the lights stayed on. Troubleshooting instructions were given but it did not solve the issue so it was explained that when all the lights come on solidly the device has potentially malfunctioned and the device will potentially need to be replaced. The patient was encouraged to contact her surgeon for further guidance to see if the physician wants therapy to continue and if so, a new device will need to be supplied to the patient at that time. No further information available.